Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Nurse reports via our sales rep, that the coupling fell apart. To finish the surgery the blade was inserted into a drill chuck.